Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
Reported issue involved a 25% drop in battery charge, resulting in an unexpected shutdown of the pump. This caused the customer's blood glucose level to exceed 500 mg/dl, displaying "high" without a specific value. The customer managed the high blood glucose level by administering a correction bolus via the pump. The customer continued using the pump for insulin therapy.